Manufacturer narrative:
On 12/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, it was reported to mentor that the patient has experienced bilateral capsular contracture. The replacement devices were mentor 275cc moderate saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(6). Note: on 11/19/2019, it was reported to mentor that the left implant got severely rented during decontamination and the right one rented during explant surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and experienced bilateral deflation on the breast implants. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 2/25/2020, during visual inspection of the device a missing material was observed in the posterior view measuring approximately 2.0 x 1.6 cm. In addition two creases were observed in the same view. Microscopic examination was performed and the cause of the rupture could not be identified. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).